Event description:
Plaintiff's lawyer reported that patient allegedly was implanted with a cl medical I-stop (lot unknown, ref. No. Unknown). Plaintiff has been implanted the same day with a pop device. Plaintiff complained about bleeding and pain.